Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a thin clear film was found in the moldable section of the wafer. The wafer had been on for four days and the clear film was found around the stoma, strangling it, leaving a red indented line on the stoma. No medical treatment was reported.